Event description:
A patient's spouse reported pt death. The caller reported the pt never had therapeutic effect; the pt appeared to be better with the stimulator off. The pt's spouse found the pt floating in the pool; no sign of struggle was noted. The pt's device was off. CPR was administered; however, they were unable to revive the pt. Cause of death has not been determined.